Event description:
Boston scientific received info that the pt implanted with this right ventricular (rv) lead presented with a heart rate between 20 and 30 beats per minute (bpm) a couple days post implant. It was reported the pt was in complete heart block and was symptomatic. It was found the lead had dislodged. An invasive procedure was performed and an attempt to reposition the lead was made, however, the helix would not stay in the heart tissue. This lead was explanted and replaced. Tissue was noted in the helix mechanism when this lead was removed. The product has been received for analysis. This report will be updated upon completion of analysis. Although the even states that the device was received for analysis, it has not been returned to biotronik (B)(4) for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.